Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and miscarriage. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("utis"), allergy to metals ("nickel sensitivity"), migraine ("chronic migraines") and urinary tract disorder ("urinary problems,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, laparoscopic left salpingo-oophorectomy, and right salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, urinary tract infection, allergy to metals, migraine, weight increased and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, migraine, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and miscarriage. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding/unusual bleeding"), menstrual disorder ("unusual periods"), allergy to metals ("nickel sensitivity"), urinary tract infection ("utis"), migraine ("chronic migraines") and urinary tract disorder ("urinary problems,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, laparoscopic left salpingo-oophorectomy, and right salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, menstrual disorder, allergy to metals, urinary tract infection, migraine, weight increased and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and miscarriage. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding/unusual bleeding"), menstrual disorder ("unusual periods"), allergy to metals ("nickel sensitivity"), urinary tract infection ("utis"), migraine ("chronic migraines") and urinary tract disorder ("urinary problems,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, laparoscopic left salpingo-oophorectomy, and right salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, menstrual disorder, allergy to metals, urinary tract infection, migraine, weight increased and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, genital haemorrhage, menstrual disorder, migraine, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: plaintiff information form received. Events "abdominal pain lower and menstruation disorder" were added previously reported event" genital bleeding " seriousness criterion was updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and miscarriage. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("utis"), allergy to metals ("nickel sensitivity"), migraine ("chronic migraines") and urinary tract disorder ("urinary problems,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, laparoscopic left salpingo-oophorectomy, and right salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the genital haemorrhage, urinary tract infection, allergy to metals, migraine, weight increased and urinary tract disorder outcome was unknown. The reporter considered allergy to metals, genital haemorrhage, migraine, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.